Event description:
It was reported by the polish authority that there was a second event similar to the dilator tip being damaged which was entered under MDR 3006425876-2013-00024 which involved a second lot number. We have been unable to confirm this second event with the hospital through the sales representative.

Manufacturer narrative:
(B)(4). The device will not be returned.